Manufacturer narrative:
Device was used for treatment, not diagnosis. Lee, p. And et al. (2007) biologic plating versus intramedullary nailing for comminuted subtrochanteric fractures in young adults: a prospective, randomized study of 66 cases. J trauma, 63, pp:1283-1291. This report is for unknown - dynamic condylar screw (dcs)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article, lee, p. And et al. (2007) biologic plating versus intramedullary nailing for comminuted subtrochanteric fractures in young adults: a prospective, randomized study of 66 cases. J trauma, 63, pp:1283-1291. The purpose of this article is to compare the clinical effectiveness of biologic plating versus intramedullary nailing in the treatment of comminuted subtrochanteric fractures. The study was performed from january 2001 through august 2004. The study included 66 patients, which consisted of 51 males and 15 females, whose average age was 36.1 years (range 19-54 years). The average follow-up period was 28.1 months. Complications: one patient sustained a delayed union. This patient received bone grafting and a new plate fixation for the bone gap, and the fracture went on to union. Hip pain and thigh pain occurred in an unknown number of patients. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for com-(B)(4). This report is for an unknown - dynamic condylar screw (dcs) and refers to one unknown patient who sustained a delayed union. Hip pain and thigh pain occurred in an unknown number of patients.